Event description:
This notification was opened for review of a simplygo device that was returned to third party service center. During the evaluation of the simplygo device at the third party service center, burnt pca was found. Sieves were clogged, exhaust muffler was contaminated, tubing was contaminated, check valve with flex cable was damaged. Patient filter, spine and pressure valves were contaminated. In addition, inlet filter was replaced due to preventive maintenance. The device will be forwarded to the manufacturer product investigation laboratory and investigated further. Should any additional information be received, a follow-up report will be filed.